Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.